Event description:
"On (B)(6) 2013, at (B)(6) hospital in (B)(6), it was reported that the hcu 30 base unit 200-240 v serial number (B)(4) displayed error codes 1032 and 3032. Reference complaint (B)(4)."

Manufacturer narrative:
"Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). The device was investigated by a maquet service technician and the power supply board was found to be defective and was replaced. Reference complaint (B)(4)."